Manufacturer narrative:
Model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 5101355; model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient was experiencing neck and chest pain. It was also noted that the patient was having difficulty breathing following a trial procedure. The patient had an early lead pull.

Manufacturer narrative:
Additional information was received that patient was experiencing symptoms different compared to the typical pain and believed that it was device related however, the physician advised that one of the leads may have irritated a nerve root or the patient was experiencing extreme discomfort from the procedure itself. The symptoms were resolved after the lead pull.

Event description:
A report was received that the patient was experiencing neck and chest pain. It was also noted that the patient was having difficulty breathing following a trial procedure. The patient had an early lead pull.